Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that in (B)(6), a spontaneous case was reported to (B)(4) by fax on (B)(6) 2015 from (B)(6). The complaint refers to an adapter, unknown lot. The reporter states that a patient experienced a peritoneal infection following a disconnection of the miniset, lot h14e29036 and adaptor (lot unknown) on (B)(6) 2015. The dressing was wet. At the date of the reporting, the patient is under antibiotherapy at hospital level. The occurrence date is (B)(6) 2015. This issue occurred during use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number reported was an invalid lot number. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. A corrective action is not warranted at this time. This complaint will be used for tracking and trending purposes.